Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We did an attune revision tuesday (B)(6) 2022. I was alerted by the surgeon via text, with xray images showing a drill pin, 9505-02-072, in the femoral canal. The surgeon thought that perhaps when he was shifting the conventional cut guide from lateral to medial, the medial pin must have fallen into the canal unnoticed. He elected to leave the pin in the canal once it showed on xray. Doi: unk, dor: (B)(6) 2022, affected side: unk knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.